Event description:
It was reported that during a pmeg procedure the icast stent came off the balloon on both shafts while trying to advance through a small fenestration without advancing a sheath through the fenestration. No harm or adverse event was reported.

Manufacturer narrative:
Due to character restrictions in block e1. Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.